Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 6/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings: the device was returned in a condition which made testing for the call service alarm issue impossible. Testing was unable to complete checklist steps due to internal moisture damage/blank display. See pi (B)(4). Unable to adequately investigate "call service alarm" complaint due to inability to run a 24 hr. Basal program. Black box shows a cs 064 motor error immediately followed by cs 054 errors on (B)(6) 2016. No battery cap returned. All testing performed with a test battery cap. Pump powers with a test battery cap to an audible tone, no vibration alert and a blank display. Removed pump case. Evidence of additional moisture contamination throughout inside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.